Event description:
Alkon implants rptr received in 1972 ruptured & she was implanted in 1983 with silicone implants. These implants were removed in 1992 & she was diagnosed with human silicone adjuvant disease. She has chronic inflammatory demyelinating polyneuropathy, sjogren's disease, rhumatoid arthritis, mild lupus symptoms, and she has lesions in the brain & mini-strokes.